Event description:
During a ptca treatment procedure, deflation difficulties were encountered. The physician was attempting to angioplasty a 99%, calcified lesion in the tortuous mid-lad. He noted the deflation to be longer "than usual." The patient is reported to be "good." No additional information is available.